Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent buttons due to moisture damage at the keypad traces. The device also was received with severely scratched lcd window.

Event description:
Customer reported issues with the insulin pump. Customer states that the key pad is anomaly. The blood glucose reading is 186 mg/dl. Nothing further reported.